Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The nurse noticed that each box was found a small hole on the primary package. The nurse consider if there was risk of infection no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when was it noticed that the packaging had a hole? Was the packaging received damaged during transit? Please indicate storage conditions in the hospital? - was the product used on the patient? What was not sealed ¿ the product box, or the pouch that has the white envelope inside? If no, is a photo available of the product? Was the product used during the procedure? If no, how was the procedure completed? The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.